Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after undergoing a right hip bhr resurfacing surgery on (B)(6) 2010 due to osteoarthritis, the patient experienced a sustained periprosthetic hip fracture at the femoral neck of a bhr. This adverse event was treated with revision surgery on 8(B)(6) 2022. After this surgery, the patient was taken to the recovery room in stable condition.

Manufacturer narrative:
It was reported that a right hip revision surgery was performed due to periprosthetic femoral neck fracture. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the acetabular cup and the femoral head, this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. It is unknown to what extent the increased inclination angle of the acetabular component had on the reported event/clinical status of the patient. The reported periprosthetic hip fracture for greater than 2 months is consistent with the reported loose femoral component, and metal debris noted intraoperatively. However, with the information provided the clinical root cause of the periprosthetic hip fracture cannot be confirmed. The patient impact beyond the revision and expected convalescence period cannot be determined. No further clinical assessment is warranted at this time. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H6 was corrected.